Event description:
It was reported that the user saw glucose readings on the dexcom g7 app but not on the ilet due to an incorrect sensor pairing code on the ilet; after the user edited the code to match the g7 sensor, readings appeared on the pump, and education was provided on verifying the pairing code via the pairing workflow. Symptoms included no reported adverse clinical effects and no change in blood glucose during the event. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included guided troubleshooting and user education to confirm and correct the sensor pairing code. Investigation of this case revealed an incorrect pairing configuration between the ilet and the g7 sensor that was resolved by entering the correct code, consistent with a pairing failure rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user setup error was the cause.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.